Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the force sensor was out of calibration. This report is made based on the results of evaluation completed (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a force sensor calibration test was performed on the pump and found that the force sensor was out of calibration reading low force. The pump was opened and there was no damage noted to the force sensor assembly or circuit. The force sensor resistance was tested and was found to be out of specifications. (B)(6).